Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). The affected product has been rec'd and the eval is pending. A f/u report will be submitted once the eval is completed.

Event description:
A carefusion clinical consultant was making rounds at the hospital and a clinician reported that she had noticed a slight bulge in the pump tubing when the pump door was in the open position (not infusing). Reportedly, there was an alarm on the pump module, but the clinical consultant did not see what the message was. He noted that it appeared that "someone had administered an IV push w/o pausing the infusion and clamping." The clinician changed the set; the cc saved the new tubing package which he will send in with the set, however he does not know whether or not the incident set is from the same lot. There was no pt harm or medical intervention. No further pt or event details were available.